Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. The patient had bilateral total knee arthroplasty. The first surgeon revised femur on the right side, while the second surgeon did the same on the left side as it improved pain on the right side post revision. Doi: (B)(6) 2017; dor: b)(6) 2018; left knee.